Event description:
It was reported that for the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involved and no harm reported.

Manufacturer narrative:
Due to character limit in e1 initial reporter name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: g2. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the buna-n 1-008 n70 o-ring. The unit passed all functional and safety checks.

Event description:
N/a.